Event description:
It was reported that full dose of medication was unable to be delivered as needle not functioning correctly and scarring occurred with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the customer developed a scar tissue at injection sites. Patient administered incomplete humalog dose as pen was jammed, no ae. Additionally, the bd sales consultant provided the following additional information: the patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen for the treatment of an unknown indication, beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on insulin lispro therapy, he had visual difficulties, scar tissue at injection sites, was on dialysis and was a transplant recipient. He had three pens which were plugged up, jammed and was unable to complete his injection. He used bd brand needles, used a new needle before each injection and prime before each injection. He did not took anything for the treatment of injection site scar and vision abnormal and did not provide information regarding corrective treatment for remaining event. Events of injection site scar and vision abnormal were recovering and outcome of remaining event was not provided. Insulin lispro therapy status was not provided. The operator of kwikpens was patient himself and his training status was not provided. The general kwikpens model duration of use and suspect kwikpens duration of use were not provided. The action taken with suspect kwikpens was not reported and their return status was not provided. The initial reporting consumer related the events of injection site scar and vision abnormal with insulin lispro drug and did not relate it to kwikpens. The initial reporting consumer did not provide an opinion of event wrong dose administered with insulin lispro drug and related it to the product complaint associated with kwikpens.

Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for harm scar tissue, harm visual impairment & difficult/unable to operate. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Correction h.1. Type of reportable events: serious injury h3 other text : see h.10.

Event description:
It was reported that full dose of medication was unable to be delivered as needle not functioning correctly and scarring occurred with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the customer developed a scar tissue at injection sites. Patient administered incomplete humalog dose as pen was jammed, no ae. Additionally, the bd sales consultant provided the following additional information: the patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen for the treatment of an unknown indication, beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on insulin lispro therapy, he had visual difficulties, scar tissue at injection sites, was on dialysis and was a transplant recipient. He had three pens which were plugged up, jammed and was unable to complete his injection. He used bd brand needles, used a new needle before each injection and prime before each injection. He did not took anything for the treatment of injection site scar and vision abnormal and did not provide information regarding corrective treatment for remaining event. Events of injection site scar and vision abnormal were recovering and outcome of remaining event was not provided. Insulin lispro therapy status was not provided. The operator of kwikpens was patient himself and his training status was not provided. The general kwikpens model duration of use and suspect kwikpens duration of use were not provided. The action taken with suspect kwikpens was not reported and their return status was not provided. The initial reporting consumer related the events of injection site scar and vision abnormal with insulin lispro drug and did not relate it to kwikpens. The initial reporting consumer did not provide an opinion of event wrong dose administered with insulin lispro drug and related it to the product complaint associated with kwikpens.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that full dose of medication was unable to be delivered as needle not functioning correctly and scarring occurred with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the customer developed a scar tissue at injection sites. Patient administered incomplete humalog dose as pen was jammed, no ae. Additionally, the bd sales consultant provided the following additional information: the patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen for the treatment of an unknown indication, beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on insulin lispro therapy, he had visual difficulties, scar tissue at injection sites, was on dialysis and was a transplant recipient. He had three pens which were plugged up, jammed and was unable to complete his injection. He used bd brand needles, used a new needle before each injection and prime before each injection. He did not took anything for the treatment of injection site scar and vision abnormal and did not provide information regarding corrective treatment for remaining event. Events of injection site scar and vision abnormal were recovering and outcome of remaining event was not provided. Insulin lispro therapy status was not provided. The operator of kwikpens was patient himself and his training status was not provided. The general kwikpens model duration of use and suspect kwikpens duration of use were not provided. The action taken with suspect kwikpens was not reported and their return status was not provided. The initial reporting consumer related the events of injection site scar and vision abnormal with insulin lispro drug and did not relate it to kwikpens. The initial reporting consumer did not provide an opinion of event wrong dose administered with insulin lispro drug and related it to the product complaint associated with kwikpens.